Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after centrifugation with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg sample clotted. This occurred on 10 occasions, however, patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: after the centrifugation process, the serum sample is obtained as a clot, which does not allow the separation of the serum.

Event description:
It was reported that after centrifugation with a bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg sample clotted. This occurred on 10 occassions, however, patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: after the centrifugation process, the serum sample is obtained as a clot, which does not allow the separation of the serum.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review was conducted and this was the 1st complaint for this defect and lot number. The instructions for use (IFU) for this tube type indicates that the tube must be allowed to clot for 60 minutes before centrifugation to allow proper clot formation. The customer has indicated a 30-minute clot time. Based on the investigation completed, bd was unable to confirm this complaint. A review of specimen handling parameters should be reviewed for this tube type. \